Event description:
It was reported that the pulse generator went into backup vvi operation during firmware upgrade while still in the box. After rebooting the programmer the device was re-interrogated, the device still exhibited backup vvi. No patient was involved.

Manufacturer narrative:
No conclusion code available. The reported event of backup operation was confirmed. Analysis of the device image revealed code corruption from telemetry interruption, which resulted in the reported issue on backup operation.